Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged during the procedure. The lv lead was reprogrammed post-procedure and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received,which indicated the lv lead had been reanchored from the initial position twice due to unsuitable electrical parameters. The lv lead remains in use. No patient complications have been reported as a result of this event.